Event description:
The customer reported a threshold suspend on the insulin pump. The blood glucose level was 78 mg/dl and the sensor reading was 116 mg/dl. The patient was assisted with clearing the alarm. It was also explained to the customer how to capture the event feature. The customer took glucose tabs earlier and also had worked out which caused her to have low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.